Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Following up from procedure on (B)(6) 2019 after surgeon sent post-op x-ray stating that there was a large gap in between tibial implant and tibial wall that was not accounted for in plan. During the case, the mps was forced to power down the robot due to a "502 error" during bone prep. Case type: pka (mics). Surgical delay: = 15 minutes.

Event description:
Following up from procedure on (B)(6) 2019 after surgeon sent post-op x-ray stating that there was a large gap in between tibial implant and tibial wall that was not accounted for in plan. During the case, the mps was forced to power down the robot due to a "502 error" during bone prep. Case type: pka (mics). Surgical delay: = 15 minutes.

Manufacturer narrative:
Update to d2. Reported event: an event regarding incorrect implant placement involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported ¿following up from procedure on 12/17/19 after surgeon sent post-op x-ray stating that there was a large gap in between tibial implant and tibial wall that was not accounted for in plan. During the case, the mps was forced to power down the robot due to a "502 error" during bone prep. Case type: pka (mics) surgical delay: = 15 minutes.¿ method & results: product evaluation and results: a review of this case confirmed the surgeons report that there was a gap between implant and the tibia wall. In addition, there was some error in the registration of the tibia which can add unintended rotation to the transformation leading to a deeper cut on the patient bone compared to what is seen in the bone prep visual. The depth of cut at the plateau seen in the patient x-rays matches closely with the resection seen in bone prep as well as the placement of the implant in implant planning, because the deep cut is into the tibial wall this also suggests an unintended rotation in the transform. The 502 error seen would not have an impact on this deep cut observed, it is a general timing error and restart of the system would fix it. Product history review: review of the device history records associated with rob890 shows that on 07/mar/2019, 1 device was inspected, and 1 device was accepted with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for pka software - inaccurate resection. Conclusions: the failure was confirmed through review of the provided log/session files and through the provided post-op x-ray. A review of this case confirmed the surgeons report that there was a gap between implant and the tibia wall. In addition, there was some error in the registration of the tibia which can add unintended rotation to the transformation leading to a deeper cut on the patient bone compared to what is seen in the bone prep visual. The depth of cut at the plateau seen in the patient x-rays matches closely with the resection seen in bone prep as well as the placement of the implant in implant planning, because the deep cut is into the tibial wall this also suggests an unintended rotation in the transform. The 502 error seen would not have an impact on this deep cut observed, it is a general timing error and restart of the system would fix it. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened.